Event description:
A peritoneal dialysis (pd) patient reported experiencing drain issues during treatment. The patient remained asymptomatic. See scanned table. The reported drain volume of 4693ml was 187% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intraperitoneal drain volume occurred in drain 4 with an undetermined cause. There was no adverse event associated with the reported increased intraperitoneal volume (iipv). The pd cycler was returned for evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused or contributed to the reported iipv event.